Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up, the left ventricular lead exhibited loss of capture in all 10 vectors, a chest x-ray confirmed lead dislodgement. The lead was explanted and a new lead was implanted successfully. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.